Manufacturer narrative:
(B)(4). Physio-control evaluated the device and verified the reported issue. It was observed that the device displayed the charge-pak and attention icons. In addition, a review of the downloaded device data logs indicated that the internal hybrid layer capacitor (hlc) batteries had depleted. Physio-control determined that the cause of the reported issue was due to an electrically leaky filter, designator fl9 on the analog pcb assembly. When tested the device was able to power on, charge and shock when prompted. The customer received a replacement device.

Event description:
The customer contacted physio-control to report that their device displayed a premature low-battery indicator. There was no patient use associated with this event. Upon further evaluation of the device, physio-control observed internal electrical leakage that could deplete the internal hybrid layer capacitor (hlc) batteries. As a result, defibrillation therapy may not be available if needed.